Manufacturer narrative:
Correction: reporting become aware date and g3, date received by MFR is (B)(6) 2026.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be duplicated or confirmed, and the probable root cause was unable to be determined.

Event description:
It was stated that the pump was showing that the volume was empty but there was a half a bag of fluid was available. There was no reported patient involvement.